Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted as a result of failing to convert the patient's ventricular tachycardia (vt). A total of three failed shocks were reported. The device system was replaced with a non-boston scientific transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted as a result of failing to convert the patient's ventricular tachycardia (vt). A total of three failed shocks were reported. The device system was replaced with a non-boston scientific transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body revealed arc marks on the sense b proximal terminal ring. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The arc marks on the sense b proximal terminal ring were deemed to be unintended induced damage.